Event description:
It was reported that a remote transmission indicated possible right ventricular (rv) lead t-wave oversensing (twos) on the electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.